Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Facility manager reports laser stopped at 73% treatment completion, during prk on one right eye, due to a scanner issue. Case completion and pt status is unk. Further info has been requested.